Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate ii system controller (serial number: (B)(4)) was returned for evaluation following a controller exchange. A log file was submitted and downloaded for review. A review of the log files showed overlapping events spanning approximately 28 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). There were no alarms active in the log file that would indicate an issue with the system controller. The system controller was functionally tested and was able to support a mock loop without any issues or alarms activating. The controller functioned as intended throughout testing. The device history records were reviewed and the records revealed the heartmate ii system controller (serial number: (B)(4)) was manufactured in accordance with manufacturing and qa specifications and shipped on 25oct2021. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ instructs the user not to bend, twist, or kink the power leads of the system controller and addresses how long the 14v batteries provide power to the system controller. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with multiple "red broken heart" alarms and intermittent interruptions in communication with the pbu (power base unit). Log file review showed 14 pump stops and 1 low speed advisory. The patient continued to have pump stops while connected to the power module. This behavior has commonly been linked to issues with the percutaneous lead and these issues appeared to be occurring on the power module. The internal portion of the driveline looked to be fine from an x-ray, but further imaging revealed that a complete replacement of the external portion of the driveline should be completed. On (B)(6) 2022 it was reported that the patient experienced a short to shield and an external driveline repair was done on (B)(6) 2022 around 11:30 am. Upon visual inspection during the repair there were multiple areas of electrical tape coverage and significant twisting of the driveline. The driveline was opened up approximately 4" from the exit site. The silastic, bionate, and shielding layers were removed. The yellow, black, and red wires were spliced, and the patient was swapped to a new driveline. Once connected, the patient's controller entered backup mode which indicated a short within the controller. The controller was then changed over to the patient's backup controller. The green, brown, and orange wires were spliced. The area was closed per procedure, and the patient was provided with care instructions. After the repair the patient was placed on a grounded cable. While on the grounded cable, the patient experienced alarms again which indicated a need for a controller change. The patient was switched to batteries and then switched to an ungrounded cable. The alarms persisted. A second controller exchange was done and the patient was on an ungrounded cable with no alarms. Log file analysis indicated that the pump was connected to this controller for a few hours when the pump stop event occurred. Following the pump stop, a controller replacement alarm was seen as the controller appeared to have switched to the backup cpu (central processing unit). Further review of the log files showed this appeared to be a phase to phase short, not a short to shield. The patient ultimately underwent a heart transplant on (B)(6) 2022. Pump related MFR #: 2916596-2022-15127. Second controller related MFR #: 2916596-2022-15514.